Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable- no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fe964k - avm microclip phynox cvd.4mm sterile. According to the complaint description, during an arteriovenous malformation (avm) procedure, two of the avm microclips malfunctioned. They did not "close down tight" as expected. The scrub tech loaded the clips in the applier, but two of the clips would not close after loading. It was confirmed that the applier was used to successfully secure other clips before and after the two failures. As the two micro clips were in the open position, they were easily removed from the patient without any harm or additional medical intervention. It was explained that the clips were kind of just floating in the area and not really attached to the patient's vessel. As such the devices were easily replaced with additional clips and the case was completed successfully. There was no described patient harm. Additional information was not provided. The malfunction is filed under (B)(4).